Event description:
Customer reportedly obtained a result of 52mg/dl and drank juice in response to the result. Approximately 8 minutes later, the customer tested 386 mg/dl on the device and 10 minutes later 455 mg/dl. No medical treatment received. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.